Event description:
It was reported that a patient diagnosed with thalassemia major experienced a severe transfusion reaction (fever, headache, neck pain, back pain, abdominal pain, and hypotension) while receiving a red cell transfusion through a pall tranfusion filter in the facility. The patient was transferred to the intensive care unit where, after approximately six (6) hours, the patient had stabilized, and was then discharged from the hospital. No further sequelae have been reported. This report is one of 10 similar reports received recently from this health care facility.